Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to load a new cartridge and was able to resume insulin successfully.